Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that blood tracked back up past the back check valve into drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that blood tracked back up past the back check valve into drip chamber. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
After further review it was determined that this complaint is not us reportable.